Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the biliary vessel. A 8 x 80mm x 75cm wallstent-uni endoprosthesis stent was selected to treat the lesion. However, the stent migrated following deployment. The procedure was completed with another of the same device. No patient complications were reported.